Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter fusiform abdominal aortic aneurysm approximately six months ago. Infrarenal angle of 30 degrees. Aortic neck was 25 mm in diameter and 40 mm long. Distal aorta was 25 mm in diameter. The iliac arteries were 14mm in diameter and they had severe tortuosity with 30-40% stenosis. Femorals were 10 mm in diameter. It was reported that post procedure, the patient presented with low hematocrit and hemoglobin; however, no transfusion given. The investigator assessed this event to be procedure and device related. A type iib endoleak was observed and left uncorrected. Patient outcome is continuing, hematology consulted and will follow up on an outpatient basis by the physician. Thrombocytopenia was diagnosed one day post index procedure and was assessed to be device and procedure related. Additionally the patient had a thrombocytopenia one month post implant requiring prolongation of existing hospitalization. The event resolved three months later and the patient recovered. The investigator assessed the event to be related to the study procedure and study device. The following day the patient had a fever and recovered on the same day. The investigator assessment states that the event is not related to the study device and it is related to the study procedure. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak, fever), patient's condition affected effectiveness of device (type ii endoleak), device failure/lack of effectiveness related to patient condition (type ii endoleak).